Event description:
The initial reporter stated they were receiving abnormal probe movement alarms on the cobas 6000 e 601 module. During this time, the customer received discrepant results for one patient sample tested with the elecsys troponin t stat ver. 4 assay on the analyzer. The sample initially resulted in a troponin t value of < 0.010 ng/ml accompanied by a data flag and this value was reported outside of the laboratory. The value did not match the clinical picture of the patient, so the sample was repeated on a second e 601 analyzer, resulting in a value of 0.031 ng/ml. The repeat value was deemed correct as it matched the patient's clinical picture. The troponin t reagent lot number was 57499100, with an expiration date of 30-nov-2022.

Manufacturer narrative:
The field service engineer stated that the customer found a detached tubing filter in a system reagent bottle and the teflon coating on a probe was found to be degraded. The probe nozzle was replaced and it was ensured that the filter was screwed onto the system reagent tubing. System checks and precision studies were performed. The system checks were successful and precision studies passed.

Manufacturer narrative:
There were no alarms on the last calibration performed on(B)(6)-2021. Quality controls were within range, showing no indication of a reagent or instrument performance issue. Upon review of the alarm trace, there were multiple abnormal probe movement, abnormal probe aspiration, and sample short alarms on the day of the event near the time the sample was processed. The investigation determined the service actions resolved the issue.